Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the treating doctor considered the event was life threatening while an invisalign product was being used.

Event description:
The patient reported symptoms of full body hives, and shoulder and joint pain. The patient reported visiting the ER to alleviate the reported symptoms. The patient reported being prescribed an epinephrine shot (adrenaline), prednisone (anti-inflammatory), and benadryl (antihistamine) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently asymptomatic. The treating doctor considered the event was serious but not life threatening to the patient.